Event description:
It was reported that a customer received a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by trying to reload a new cartridge, but initially did not succeed. Technical support guided the caller through the proper technique for filling and loading a new cartridge onto the pump. Once this was done correctly, the issue was resolved, and the customer was able to successfully load a cartridge and resume using their insulin pump.